Manufacturer narrative:
(B)(4) this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a femoral stem fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned device(s) and patient x-ray(s) confirms the reported material fracture. Evaluation of the devices found that the presence of fatigue characteristics and the amount of the fracture surface exhibiting fatigue characteristics indicated the root cause is high-cycle low stress fatigue failure. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. Review of the femoral stem device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.